Event description:
The customer reported that the device was getting a red x and was not powering up. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.